Manufacturer narrative:
H3,h6: the pcba digital motion control was returned to the manufacturer for analysis. Analysis found that confirmed reported complaint. Installed pcba digital motion control in test imaging system c1416. The system initialized. Motion, generator, communication and charging readied. Test point tp8 and tp23, and tp10 and tp23 measured 2.28vdc and 3.11vdc respectively which is below minimum and below maximum expected drive motion voltage. Voltage drifted. The system failed to drive smoothly. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000953r, serial/lot #: (B)(6). Rev. J: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that replaced digital drive board. Imaging system would now drive properly. Performed system checkout. All systems performing to operating standards. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000953r. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of the procedure. It was reported that the system would not drive forward, only backward. Its drive speed was also concerning, reportedly it was excessively fast. There was no patient involved.